Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the tip of the permanent cautery hook (pch) instrument broke off while being used inside the patient. The tip was able to be removed during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the pch instrument involved with this complaint to perform failure analysis. The instrument was found to have a broken monopolar yaw pulley at the posts. A broken piece was missing as a result of breakage. The size of the missing piece is approximately 1.47mm. The components surrounding the break did not exhibit damage.